Event description:
Based on a review of the medical records provided by the patient's attorney: (B)(6) 2005 - the patient underwent implant of a composix mesh. (No operative report.) On (B)(6) 2007 - the patient underwent lysis of adhesions, excision of composix mesh, repair of recurrent ventral incisional hernia with a composix mesh. On (B)(6) 2007 - hospitalization, five day duration for pain, abdominal drainage and redness. On (B)(6) 2008 - the patient underwent excision of composix mesh, repair of ventral incisional hernia with a non-bard mesh, insertion of a jp drain and reconstruction of abdominal wall.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix mesh occurred, however, medical records were received and a review of these records identified another event. A morbidly obese patient with a history of bariatric surgery, partial gastric resection for two benign tumors and hernia repair had a composix mesh implanted in (B)(6) 2005. It is unclear how the patient's surgical history and comorbidities may have contributed to the reported event. Currently it is unknown whether the device may have caused or contributed to the alleged event. It is unclear how the previous surgeries or the original implant may have impacted the alleged event. There are no operative records available, the patient reportedly developed adhesions and recurrence which are both listed as possible adverse reactions is the products instructions for use. The patient reportedly experienced a wound infection. Although the medical records do not indicate that the device was the source of the infection, the product's instructions for use state that if an infection occurs it should be treated aggressively and an unresolved infection may require removal of the prosthesis. Additionally, no sample was returned for evaluation. Based on the information provided, no conclusions can be drawn. See MDR 1213643-2009-00268 for information related to the composix mesh implanted on (B)(6) 2005.